Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date:(B)(6)2009; inratio: 4.2; lab: 3.0. Nurse doesn't feel pt is a good candidate for the inratio meter because he is a cancer pt and his hematocrit level fluctuates quite a bit. Nurse called to see if there are additional reasons beside his hematocrit level that would affect the meter. Specifically the nurse wanted to find out if cancer drugs might affect the meter. Nurse is going to recommend that the pt is not a good candidate for the meter.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009; inratio: 4.2; lab: 3.0; mean: 3.60; confidence limits: 2.2-5.3. Per event details, customer is diagnosed with cancer and hematocrit level is unstable. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required. Trend analysis is not required - no strip lot info provided. No corrective action required at this time as product deficiency was not established.